Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the water filter replacement issue could not be determined. It is possible that the user did not read the instruction manual carefully and mismanaged the replacement of the water filter. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿7.2 replacing the water filter (maj-2318): replace the water filter periodically, at least once in one months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. 7.16 preparing the reprocessor for long-term storage: when the equipment will be stored for more than 14 days, follow the procedure described in this section. 7.18 care and maintenance after long-term storage: when using the equipment after it has not been used for more than 14 days, set up the equipment again according to the procedure described in the ¿instructions-installation manual, chapter 4 installation of equipment 4.18 disinfection of the water supply piping disinfection of water supply piping is required in the following cases. ¿ before using this equipment for the first time (after installation of the water filter). ¿ immediately after replacing the water filter. ¿ whenever contamination of the water supply piping has been determined. ¿ before using the equipment when it has not been used for more than 14 days. The disinfectant solution stored in the equipment is used for disinfection of the water supply piping.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Due to inadequate handling of the water filter or disinfection of the water supply pipe after replacing the water filter, a scope/accessory suspected of having been reprocessed was used on a patient. The water filter had not been replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the water filter of the endoscope reprocessor had not been replaced and the water supply pipes had not been disinfected when not in use for a long period of time. There were no reports of patient harm.